Manufacturer narrative:
This emdr represents supplemental report # 2210968-2015-01218 for previously submitted MDR number 2210968-2015-00138, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It is reported in the intimation of claim that the complainant underwent a procedure in (B)(6) 2005 in which a tvt device was inserted. It is alleged that the product is defective but no further details have been provided at this stage. It is reported in the anthea sutton summons that the complainant underwent a procedure in (B)(6) 2004 in which an ob tape was inserted (non ethicon product), however she continued to suffer stress incontinence that was worse than prior to the operation. She also experienced pain, poor mobility and weakness. She underwent a further procedure in (B)(6) 2005 in which a tvt-o device was inserted. Following this procedure she experienced increased leg and supra-pubic pain, weakness, nerve damage and an overactive bladder. She requires a crutch to mobilise. It was reported that following insertion the patient experienced urinary urgency and abdominal pain. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and tvt was implanted. No additional information was provided.